Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction; the scope cable was disconnected, and the charged coupled device (ccd) was broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope had image interference occur where the bronchial image disappeared and a black screen with ¿white stripes¿ appeared. There were no reports of patient harm. The issue occurred while performing the bronchoscopy.